Event description:
It was reported that during a laparoscopic supracerviocal hysterectomy procedure, the tissue pad was falling off and they removed the device and wiped it and it came off completely. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a pt underwent an abdominal surgery closure procedure on (B)(6) 2010 and a suture was used. While the surgeon was closing adipose/fatty tissue the needle fractured and fell into the pt. The pieces were successfully retrieved and a diagnostic x-ray image failed to detect further needle fragments. There were no adverse pt consequences reported and the pt is well to date.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. No issues were found on the tissue pad, it was examined and normal wear was visually seen. Tissue pad was completely attached to the clamp arm. The device was tested with a generator and was functional.